Event description:
While the biomedical scientist was working on the advia centaur system a splash of liquid waste entered her eye while emptying the waste bottle from the system.the biomedical scientist emptied the waste content from the lid instead of opening the waste bottle valve located at the bottom of the waste bottle. The biomedical scientist was not wearing safety glasses when handling the hazardous material. The biomedical scientist underwent anti- viral treatment.

Event description:
While the biomedical scientist was working on the advia centaur xp system a splash of liquid waste entered her eye while emptying the waste bottle from the system. The biomedical scientist emptied the waste content from the lid instead of opening the waste bottle valve located at the bottom of the waste bottle. The biomedical scientist was not wearing safety glasses when handling the hazardous material . The biomedical scientist underwent anti- viral treatment.

Manufacturer narrative:
A siemens field service engineer (fse) informed the customer when handling the content of the waste bottle at no time should they empty the waste bottle content from the lid but rather use the waste bottle valve at the bottom of the waste bottle, as indicated in the advia centaur xp operator's guide section 2.28. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) informed the customer when handling the content of the waste bottle at no time should they empty the waste bottle content from the lid but rather use the waste bottle valve at the bottom of the waste bottle, as indicated in the advia centaur operator's guide section 2.28. The instrument is performing within specifications. No further evaluation of the device is required.